Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, upon sensor removal, he noticed redness, a bump, and inflammation/swelling at the needle puncture site. He immediately went to the hospital, where the attending physician examined the area and diagnosed an infection. No lab testing was done. He was given a prescription for an oral antibiotic (cephalexin 500 mg, one capsule four times daily for 10 days). At the time of the report, there was no changes to the patient¿s condition since the report was made on the same day after the medical intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.